Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was failed to open and required maintenance. The customer reported that they had rebooted the device; however, the issue persisted. The customer also attempted further troubleshooting by shutting down the station, unplugging the power cord from the back of the unit, waiting for 2 to 5 minutes, and then reconnecting the power and restarting the system. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication from the affected cubie that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was failed to open and required maintenance. A field service engineer (fse) power cycled the station, after which the customer was able to recover the drawer. The customer was then able to inventory the drawer without any issues. The system functioned as intended after the field service engineer repaired the device.